Event description:
It was reported by a pt, that at the beginning of a holap procedure, the laser stopped working. It was further reported, that the procedure was cancelled and a second procedure was performed to complete the surgery. It was further reported by the physician, that the second procedure was performed and resulted in a positive outcome with no pt complications and no sequela.

Manufacturer narrative:
The device is maintained by the user facility. Although reasonable attempts were made, no further info was provided to lumenis regarding the status of subject device.